Manufacturer narrative:
Follow-up #1: date of submission 12/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evidence of multiple eaw 128 replace battery alarms observed in black box on (B)(4) 2015. A eaw 128-fe88 alarm was also observed in bb on (B)(4) 2015. The pump powers with returned battery cap to a dim discolored display. The battery cap is able to fully tighten. The battery compartment threads damaged. Battery compartment cracks observed in thread area and below grip pad. Evidence of moisture contamination was found inside battery compartment. The current draws are within specifications. A "battery life" issue was not duplicated during investigation. Leak test shows leak at battery compartment crack. Removed pump case and disassembled pump and there was no evidence of additional moisture inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.